Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly regarding o-ring wear. As per the pump¿s log, fentanyl with concentration 4,000.0 mcg/ml was administered at a dose rate of 699.4 mcg/day as of (B)(6) 2015.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in a clinical study who was receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 700 mcg via an implantable pump for non-malignant pain. It was reported that a pump failure occurred. The date of the event was reported as having occurred in 2016, the date (B)(6) 2016 is considered an approximate date of event. The pump had stopped working and was replaced. It was unknown as to what led to the event. The issue was noted as having resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medication the patient was receiving at the time of the event was unable to be obtained. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.